Event description:
During device evaluation, the device was found to have a cable leak and a cracked connector. There was no patient involvement.

Manufacturer narrative:
E1-facility name: (B)(6). The device was returned to olympus and during evaluation, it was noted that the cable had a leak and the connector was cracked. The investigation was unable to determine the cause of the failures. A device history review revealed findings/no issues that could have caused or contributed to the failures. Olympus will continue to monitor the field performance of this device.